Event description:
It was reported to manufacturer by facility, that one of their resident's was attempting to get out of bed when the bed moved and resident lost her balance then fell, fracturing her hip. Per facility the bed brakes failed. Their maintenance director checked all the beds in the facility and found others that the brakes were not locking correctly. These beds are out-of-service until further notice. Manufacturer trying to do ra# to get failed brakes back for evaluation, however facility was told that they are keeping parts involved in this incident. Manufacturer sent pdg to facility of needed information to complete investigation, facility confirmed receipt of pdg request however they have not returned information request.